Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea as confirmed by diagnostic imaging. Further a complete insertion of the electrode array was not achieved with one channel remaining extra-cochlea. The explanted device is not available for investigation. This is a final report.

Event description:
The user has been re-implanted in 2021 due to an electrode migration. The explanted device will not be returned to hq.

Event description:
The user was recently reimplanted, further information is unclear at the moment. It was pointed out that the device may have migrated. Further information has been requested. The explanted device will likely not be returned to hq.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.